Manufacturer narrative:
(B)(4). Report source japan. Multiple MDR reports were filed for this event, please see associated reports: mdr330040, and mdr330037. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the packaging was inspected and it was identified as being damaged. There is no additional information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.visual evaluation of the returned product identified damage to the sterile packaging (blister). Sterility has not been compromised. The reported event has been confirmed by evaluation of the returned product. Review of complaint history identified additional similar complaints for the reported item and item and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Return of the product does not alter the previously determined root cause. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h3 h6 h10 all lots: visual evaluation of the provided photo(s) identified damage to the sterile packaging (blister). Sterility has been compromised. Reported event has been confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.